Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be bent in two places and also measured out of specification. No signs of leakage were observed during the leak test. Although the cannula was damaged, the timing and cause of the damage is unknown. It could not be determined if this affected the device's ability to deliver insulin. The downloaded data did not show any alarms, timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod between 36 and 48 hours on the arm. Hyperglycemia treated by patient with a manual injection with an insulin pen.